Event description:
Clinical study. Same case as MFR #6000089-2004-01152, 01151 the pt was enrolled in the program in 2004. The lesion 1 was identified in the distal circumflex with 80% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 2.5 x 16 mm taxus stent. Repeat angiograms revealed dissections proximal and distal to the stent, resulting in slow flow. A 2.0 x 8 mm pixel stent was placed at the distal dissection. Then, a 2.5 x 8 mm taxus stent was placed at the site of the proximal dissection. This was overlapping the first taxus stent placed. Repeat angiograms revealed some haziness between the mid and distal stents in the circumflex, therefore, a 2.25 x 8 mm pixel stent was placed there. However, during the process, the guide catheter dissected the left main and a 4.0 x 8 mm vision stent was placed. This was just proximal to the left main bifurcation. Good flow was established in the lad but the lcx was occluded as the dissection had extended to that vessel. Attempts to advance a 2.5 x 16 mm taxus stent were successful and the procedure was terminated. The pt was transferred to the or for emergency CABG. The same day, the pt was taken emergently to the or and underwent successful CABG as follows: lima to lad, svg to om1, svg to om2. The pt's postoperative progress was slow, but was extubated on the first postoperative day and initially made fairly good progress. On their 10th postoperative day, the pt had developed abdominal pain and underwent sigmoidoscopy revealing ischemic bowel but was too high risk for any type of surgical intervention. The pt was later diagnosed with c. Diff. Toxin. The pt's progress was also slowed due to persistent atelectasis. The pt was transferred to pcu where they remained on tpn. The pt was noted to have chronic renal failure throughout their hosp stay but their creatinine remained stable. The pt was also noted to have persistent elevated wbcs and was treated for a urinary tract infection. The pt had change in mental staus and fell in 2004. It is unclear whether the mental status changes occurred before or after the fall. Initally, the pt had increased confusion but progressed to lethargy and near coma over the next few days. After disscussion with the family, it was decided the pt would be dnr. An echocardiogram was done showing an lvef of 28%. The pt earlier in the hosp stay had some nonsustained ventricular tachycardia, but did not want to have an aicd placed. The pt expired 6 days after fall.